Event description:
It was observed, that during the device evaluation. That the subject device exhibited a torn/split cable and cable flooding. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.